Manufacturer narrative:
According to received information the hospital has servo-trained staff and performs their own repairs. The hospital did not share any internal investigation outcome and there is no information if any parts were replaced. However our field service engineer (fse)traveled to site to pull vent logs and did not find any issues. Our evaluation of received logs confirms the reported shutdowns during ongoing ventilation. Event logs contain 2 system shutdowns which are not preceded by a standby mode which corresponds to the reported shutdowns during patient treatment. The logs show that the ventilator was running on the mains power at the time and that two batteries were inserted. There is nothing in the logs indicating a power failure. Logged shutdowns as in this case are by design only achieved by switching the unit off by using the on/off switch at the rear side of the user interface. When this is done, four beeps are generated. This is regarded as a normal controlled shutdown and no other alarms are generated. Test logs show that no pre-use check (puc) was done on the reported date of event hence ventilation was started without an approved puc. However test logs show that performed puc from the fse¿s visit had passed without deviation. Nothing is recorded in the technical logs thereby indicating no software problems at the time. The cause of the shutdowns as described cannot be determined but there is no indication of a ventilator malfunction at the time of the event.

Event description:
(B)(4).

Event description:
It was reported that ventilator shut-off, twice, while on a patient. The screen went black and stopped functioning. The respiratory therapist was at the bedside during both events. The rt manually ventilated the patient with an ambu bag when the ventilator shut-off and as the vent was being exchanged for another. There was no patient harm reported. (B)(4).